Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer also reported that the buttons were unresponsive. The customer's blood glucose was 228 mg/dl at the time of incident. The customer stated that they received a battery out limit alarm after battery change. The insulin pump will not be returned for analysis.